Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the 0.014" enroute interventional wire created a dissection that was covered with an unplanned additional enroute stent. The procedure was completed successfully with no additional adverse consequences. Additional information provided stated that the patient had a previous carotid endarterectomy (cea), and the clips from the previous cea may have caused the 0.014" guidewire to get hung up at the proximal access of the previous patch. Additionally, the patient's vessel was irregular, and the dissection may have pre-existed. Multiple images were taken and the dissection was discovered during the 0.014" guidewire step.